Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4469 boston scientific lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was diagnosed with (B)(6). The patient was treated with prolonged antibiotics and the symptoms resolved. Approximately 4 months later recurrent infectious symptoms reappeared and the right atrial (ra) lead was explanted. Blood cultures have shown no growth during the most recent episode. Upon removal there was evidence of fibrosis or vegetations removed on the ra lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.